Event description:
Pt reports that pump serial number (B)(6) is having issues staying on. Pt reports they powered the pump on and the screen had a couple of flashes and then shut itself off. Pt reports they did try switching new batteries and the batteries were fully charged. Pt confirmed they checked for dirt or debris and try to make sure the pump was clean. Pt confirmed there were no bent or out of place contacts or loose battery door. Pt reports there were no error messages. Pt states they believe it may be the screen that has the issue. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not available. Photographs were not provided. Current IV remodulin premix dose: 115.6ng/kg/min did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes, upon return. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved.